Event description:
It was reported that the right atrial (ra) lead exhibited high impedance which caused a polarity switch. The patient had many atrial fibrillation (af) episodes post switch due to the lead in unipolar mode. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.